Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the hcp reported the patient was having difficulty with recharging and they had 0 coupling bars when recharging. The patient had 50% ins battery left and the hcp was concerned that the patient wouldn¿t have enough battery to last the weekend. Technical services had suggested repositioning the antenna or turning the dial. The caller wasn¿t aware of any pocket issues with the implant. They reviewed the al feature but the hcp thought it was too complicated for the patient. The hcp said they¿ll have the patient go to the office tomorrow to address the issue. It was also reviewed of the possibility of an antenna issue.